Manufacturer narrative:
(B)(4). Results: removed. A review of the lot history record for the manufacture of this lot and product release test results revealed no non-conformances that would have contributed to the tearing of the balloon. The physician did not notice the tear before or during use and there was no reported untoward patient effects. Tears in the shaft can be affected by numerous factors including, but not limited to, damage during processing of the shaft material, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or handling during removal of the device from the packaging and preparation for use. In this case, although it was noted that the no leaks were observed prior or during the procedure, blood inside the inflation lumen and the balloon would suggest that the leak may have occurred while it was inside the patient anatomy. If the shaft became damaged/torn from an interaction with other devices or lesions during advancement and an attempt was made to pull negative on the indeflator, this could have caused blood to be drawn into the device, although this cannot be confirmed. Based on available information for this lot, there is no evidence to suggest that the balloon tear is related to the manufacturing process.

Event description:
It was reported that during the procedure a 2.5x8 voyager nc balloon dilatation catheter was advanced toward a chronic total occlusion in the heavily tortuous mid left anterior descending coronary artery, but was unable to cross the lesion. A non-abbott balloon dilatation catheter was able to cross the lesion. There were no patient effect and no clinically significant delay in completing the procedure. The device was received in the returned goods lab with a loosely folded balloon. Additional information revealed that the balloon had been inflated due to intentional manipulation by physician after removal from the anatomy. Subsequent functional testing revealed that upon pressurizing the device to the rated burst pressure, fluid was observed leaking from a tear in the shaft 13 centimeters proximal to the proximal balloon seal. Additional information indicates that the physician was not aware of the tear and did not observe any leaks during or after use. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: analysis of the returned catheter noted that the balloon was loosely-folded, which is consistent with the reported information that the balloon had been inflated due to intentional manipulation by physician after removal from the anatomy. However, there was blood present in the inflation lumen and the balloon, indicating a leak or balloon rupture. Functional testing was then performed using a new indeflator in an attempt to pressurize the catheter and the analysis revealed a tear in the shaft/inflation lumen. A definitive cause for the tear in the shaft could not be determined. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.